Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer overheated. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported overheating issue. The power supply got hot and the programmer displayed an "overheated" message after 20 minutes. Analysis also noted that the hinge cover plate was broken, the keyboard hinges were broken, and the bullets assay upper and lower were missing. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.